Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch select meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information provided. On (B) (6) 2010, the patient noted the reported meter would not power on; she was unable to test her blood glucose levels. During this time period, the patient continued to take her usual regimen of the oral diabetes medication metformin. At an unspecified time afterwards, the patient experienced the symptoms of dry mouth, frequent urination and blurred vision. The patient did not seek any medical attention or treatment. Troubleshooting revealed the meter's battery did not need to be replaced and the patient's test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.